Manufacturer narrative:
The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was hammering the stem, then the impactor broke.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the fracture occurred at the base of the pin-like feature, the wide oval-shaped stem mating feature remained intact. Previous investigations found the stem inserter was cyclically loaded in reversed bending resulting in high stress low cycle fatigue initiations and propagation to failure. In addition, the date code cv1204 indicates the instrument was manufactured in december of 2004 and is over 12 years old. Based on the performed investigation, corrective action is not needed. Continue to monitor via sep-419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.